Manufacturer narrative:
The last calibration performed on 16-jan-2023 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. Upon review of the alarm trace, a low water reservoir alarm and an incubation bath water sensor alarm occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii stat immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a probnp value of 36 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated and there was no result, only a data flag indicating a sample clot. The sample was repeated two additional times, resulting in values of 1601 pg/ml and 1531 pg/ml. The value of 1531 pg/ml was deemed correct. The probnp reagent lot number was 64177900, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The field service engineer found sample material on the incubator cover and sample probe path. The incubator cover was not installed correctly. Probes and a wash station needed cleaning. A mixer was found to be bent. The incubator cover, probes, and wash station were cleaned. The mixer was corrected. An instrument check was performed and was within specifications. Precision studies were within specifications. The customer verified quality control recovery.